Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient¿s desktop charger (dtc) connector pin bent, so their ins recharger (insr) wouldn¿t charge. The patient was unable to charge their ins as a result, the ins turned off and patient had a subsequent loss of stimulation and therapy. The patient had a return of symptoms. The patient was reportedly shaking, rattling, and rolling all over. The insr screen was allegedly turning off as soon as they started a recharging session. It was noted that the dtc falls out of the insr easily. A replacement dtc was sent. No further complications were reported.

Manufacturer narrative:
Analysis of the desktop charger (serial #(B)(4)) found that the connector pin was bent. Conclusion code updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.